Event description:
Event description cpi received information that this implantable pulse generator (ipg) was explanted for erosion. Cpi physician's manual #353506-006a, page 23, lists erosion as an adverse effect of an ipg.